Manufacturer narrative:
Conclusion: this device is available for evaluation. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
Upon the removal of the canister from its package a slight crack was observed located on the bottom of the canister. A new canister was then removed from inventory and utilized.